Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. Customer reported lcd damage resulted from impact. Technical support provided service manual (B)(6) per customer request. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports liquid crystal display (lcd) is shattered, touch screen is not compromised, requested part number only. No patient/user harm reported.